Event description:
It was reported that after a pta balloon was deflated, it could not be withdrawn into the introducer sheath. The balloon catheter and the sheath were removed together as a single unit from the pt. No pt injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.